Event description:
The customer reported to olympus, the image on the evis lucera ultrasonic bronchofibervideoscope was found to be dark. The failure was observed during reprocessing. The intended procedure was a diagnostic ultrasonic puncture. The procedure had been completed with the subject device and the procedure was not delayed more than 15 minutes. During testing and inspection of the returned device, there was foreign material/shadow on the image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Corrected data: d8, d10 and g3: the aware date for the initial MDR (mw 82736) is 2/14/2022 and not 3/9/2022. This supplemental report is submitted to provide the completed device evaluation, results of the legal manufacturer¿s investigation, device history record (DHR) review and applicable corrections. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was foreign material/shadow on the image. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation could not determine how the foreign material/shadow became to be on the image. Additionally, there was no damage noted to the device nor did the device fail while being evaluated. Investigation activities have been opened to manage the actions related to this issue and any required. Olympus will continue to monitor the field performance of this device.